Manufacturer narrative:
Investigation summary: DHR: the lot was manufactured on nexiva line 1 for a total of (B)(4) units from 16nov18 through 24nov18. All challenge, set up and in process samples were performed in accordance with the control plan and all passed per specifications. No quality notifications were initiated during production. Received a total of 211 nexiva 20ga units from lot number 831990, the units were received as follows: (B)(4) units were received within sealed packages and inside dispensers. (B)(4) units were received within sealed packages but on miscellaneous boxes. 1 fully disengaged tip shield-grip-needle assembly with no packaging material. Visual/microscopic evaluation: no evidence of physical-mechanical damage was observed on any of the received units. Functional sealed units: all units were manually disengaged without resistance. No signs of adhesive or damage was observed. Open unit: the needle was pushed into the out position then disengaged again, no resistance or grinding was felt and no signs of adhesive or damage was observed. Indeterminate: the failure described in the incident report could not be confirmed or recreated in the laboratory. No physical-mechanical damage was found and the unit successfully disengaged without resistance during simulation.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced safety failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced safety failure.